Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned for investigation. There was no reported failure, the account requested for the product to be evaluated. Dents and scratches were seen on the insulation. The probable root causes are user misuse, improper sterilization methods, or normal wear. The product was returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.